Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported in a social media post by the patient that the device worked a little at first then they started having breakthrough seizures on a regular basis. Device was explanted prior to receiving this report of breakthrough seizures with a reason of vns no longer desired. Product analysis was completed for the returned generator and no anomalies were observed. Device battery was noted to be at end of service no other relevant information has been received to date.